Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was explanted and replaced due to a perforation. The patient had a heart rate of 30bpm and complete heart block, so the physician wanted to place a new lead instead of attempting repositioning to insure that the patient continued to receive appropriate pacing throughout the procedure. The patient was released from the hospital shortly after the new lead was placed with no further adverse events related to the perforation. Should additional information become available, this file will be updated.